Event description:
The patient (pt) developed a gastrointestinal bleed and acute kidney injury and was found to have a hemoglobin drop from 10.1 on to 7.8 on a week later. Pt's international normalized ratio (inr) is also supratherapeutic (3.7). Furthermore, pt has evidence of acute kidney injury with an elevation in his creatinine from 1.1 to 1.71 a week later. The pt was admitted to the hospital and received 2 units of blood. Gi studies are ongoing. His kidney injury has resolved with administration of intravenous fluids. The bleed led to a low flow state where the kidneys were not being properly perfused with blood. The bleed itself was related to the anticoagulation needed because of the vad.